Event description:
Sales rep reported "device broke on first use." (B)(4) sales rep no longer with company and hosp rep on extended medical leave. Not able to get more detailed description at this time.

Manufacturer narrative:
An investigation was completed as the actual device was returned to the (B)(4) facility on (B)(4) 2014. Inner rod was broken due to excessive force. Root cause is handling by user. Labeling was reviewed and found to be adequate. I.e. Intended use, indications and field of use, preparation and cautions. Richard wolf considers this mater closed. However, in the event we receive add'l info, we will provide FDA with f/u info.